Event description:
A device report received from (B)(6) indicates pt status post screw implantation on an unknown date reportedly has a screw that snapped off. It is not known if the screw snapped off at implantation or post operative.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn as no product was returned.